Event description:
As reported, during an unknown procedure on (B)(6) 2021 the patient underwent an abdominal closure over several small bowel anastomoses, where a bard/davol phasix st mesh was implanted. As reported, post-implant of the mesh, the patient developed an enterocutaneous fistula which resulted in slower new skin growth. As reported, the surgeon is planning for an additional surgery.

Manufacturer narrative:
As reported, post-implant of phasix st mesh the patient developed fistula and the surgeon is planning for additional surgery. Based on the available information, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Fistula formation is a known inherent risk of surgery and is list in the adverse reactions section of the instructions-for-use (IFU), supplied with the device as a known possible complication. Note, the date of event is provided as a best estimate (22-apr-2022) based on the date of awareness. Remains implanted.